Event description:
A pt was implanted with 3.5mm lcp proximal humerus plate and screw construct in (B)(6) 2011. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware due to non-union. Surgeon removed all hardware and revised the pt with a lcp plate and screw construct.

Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found.